Event description:
Updated summary: customer could not test transmitter. Customer also reported a low where he passed out for 3 hours with sensor glucose below 40mg/dl. He was able to drink juice before passing out and was able to wake up after 3 hours. Smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 40 mg/dl at the time of the event. The customer was passed out for 3 hours due to this event. The customer also received a sensor updating alert, change sensor alert and after changing the sensor the smart guard started updating. The customer treated hypoglycemia with drinking juice. The the event involved products mmt-1884l, mmt-342g, mmt-431ag, and mmt-7040a. Troubleshooting was performed for sensor alerts, and sensor was securely taped to skin and is still in place and the sensor was replaced. Troubleshooting was performed for low blood glucose, and the customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer was used the auto mode feature. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-342g. No product return is required for mmt-431ag. No product return is required for mmt-7040a.